Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". The patient's concurrent conditions included breast neoplasm since (B)(6) 2013, anemia, uterine leiomyoma and ovarian cyst. Concomitant products included citalopram hydrobromide (celexa) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches"), depression ("depression"), anxiety ("/anxiety"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), pain in extremity ("thighs pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure implant), surgery (underwent a total hysterectomy with bilateral salpingectomy), surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression and anxiety outcome was unknown and the abdominal pain, uterine haemorrhage, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, fatigue, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms.patient has been left with abdominal deformity and severe large scarring. She had the need for additional surgery. Most of the injuries and symptoms have resolved within a few weeks following essure removal. Diagnostic results: (B)(6) 2016,gyn ultrasound. Scan shows a mildly enlarged retroverted uterus. There is a small 2.0cm fibroid in the fundus posteriorly that may abbutt the endometrium. The endo measures .81cm. The right ovary is enlarged and contains a 2.4 cm complex cyst. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine hemorrhage(genital hemorrhage). Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease ,concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, dysmenorrhea, fatigue, thighs pain, lower abdominal pain, abnormal uterine bleeding and essure confirmation test-no added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". The patient's concurrent conditions included breast neoplasm since (B)(6) 2013, anemia, uterine leiomyoma and ovarian cyst. Concomitant products included contraceptives for topical use for contraception as well as citalopram hydrobromide (celexa) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), anxiety ("/anxiety"), fatigue ("fatigue") and mental disorder ("psychological or psychiatric problems"), 2 months 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), pain in extremity ("thighs pain"), dysstasia ("I can barely stand"), nausea ("feeling nauseated"), malaise ("the smell of my dinner makes me sick.") And metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy surgery to remove essure device, robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy and underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, dysstasia, nausea, malaise, mental disorder and metrorrhagia outcome was unknown and the abdominal pain, uterine haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, fatigue and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysstasia, fatigue, genital haemorrhage, headache, malaise, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. She had the need for additional surgery. Most of the injuries and symptoms have resolved within a few weeks following essure removal. Diagnostic results: (B)(6) 2016,gyn ultrasound scan shows a mildly enlarged retroverted uterus. There is a small 2.0cm fibroid in the fundus posteriorly that may abbutt the endometrium. The endo measures .81cm. The right ovary is enlarged and contains a 2.4 cm complex cyst. Essure device had successfully occluded fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine hemorrhage(genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: added events metrorrhagia (bleeding between periods). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". The patient's concurrent conditions included breast neoplasm since (B)(6) 2013, anemia, uterine leiomyoma and ovarian cyst. Concomitant products included contraceptives for topical use for contraception as well as citalopram hydrobromide (celexa) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), anxiety ("/anxiety"), fatigue ("fatigue") and mental disorder ("psychological or psychiatric problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), pain in extremity ("thighs pain"), dysstasia ("I can barely stand"), nausea ("feeling nauseated") and malaise ("the smell of my dinner makes me sick."). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, dysstasia, nausea, malaise and mental disorder outcome was unknown and the abdominal pain, uterine haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, fatigue and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysstasia, fatigue, genital haemorrhage, headache, malaise, menorrhagia, mental disorder, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. She had the need for additional surgery. Most of the injuries and symptoms have resolved within a few weeks following essure removal. Diagnostic results: (B)(6) 2016,gyn ultrasound. Scan shows a mildly enlarged retroverted uterus. There is a small 2.0cm fibroid in the fundus posteriorly that may abbutt the endometrium. The endo measures .81cm. The right ovary is enlarged and contains a 2.4 cm complex cyst. Essure device had successfully occluded fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine hemorrhage(genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". The patient's concurrent conditions included breast neoplasm since (B)(6) 2013, anemia, uterine leiomyoma and ovarian cyst. Concomitant products included contraceptives for topical use for contraception as well as citalopram hydrobromide (celexa) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), anxiety ("/anxiety"), fatigue ("fatigue") and mental disorder ("psychological or psychiatric problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), pain in extremity ("thighs pain"), dysstasia ("I can barely stand"), nausea ("feeling nauseated") and malaise ("the smell of my dinner makes me sick."). The patient was treated with surgery (hysterectomy surgery to remove essure device), surgery (underwent a total hysterectomy with bilateral salpingectomy), surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, dysstasia, nausea, malaise and mental disorder outcome was unknown and the abdominal pain, uterine haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, fatigue and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysstasia, fatigue, genital haemorrhage, headache, malaise, menorrhagia, mental disorder, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms.patient has been left with abdominal deformity and severe large scarring. She had the need for additional surgery. Most of the injuries and symptoms have resolved within a few weeks following essure removal. Diagnostic results: (B)(6) 2016,gyn ultrasound. Scan shows a mildly enlarged retroverted uterus. There is a small 2.0cm fibroid in the fundus posteriorly that may abbutt the endometrium. The endo measures .81cm. The right ovary is enlarged and contains a 2.4 cm complex cyst. Essure device had successfully occluded fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine hemorrhage(genital hemorrhage). Most recent follow-up information incorporated above includes: on 12-jul-2018: plaintiff fact sheet received. Event mental disorder was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". The patient's concurrent conditions included breast neoplasm since (B)(6) 2013, anemia, uterine leiomyoma and ovarian cyst. Concomitant products included citalopram hydrobromide (celexa) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 5 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), anxiety ("/anxiety") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), pain in extremity ("thighs pain"), dysstasia ("I can barely stand"), nausea ("feeling nauseated") and malaise ("the smell of my dinner makes me sick."). The patient was treated with surgery (to remove essure implant), surgery (underwent a total hysterectomy with bilateral salpingectomy), surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, dysstasia, nausea and malaise outcome was unknown and the abdominal pain, uterine haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, fatigue and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysstasia, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. She had the need for additional surgery. Most of the injuries and symptoms have resolved within a few weeks following essure removal. Diagnostic results: (B)(6) 2016,gyn ultrasound. Scan shows a mildly enlarged retroverted uterus. There is a small 2.0cm fibroid in the fundus posteriorly that may abut the endometrium. The endo measures .81cm. The right ovary is enlarged and contains a 2.4 cm complex cyst. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine hemorrhage(genital hemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: feeling nauseated, I can barely stand were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches"), depression ("depression") and anxiety ("/anxiety"). The patient was treated with surgery (to remove essure implant) and surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression and anxiety outcome was unknown and the abdominal pain, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. She had the need for additional surgery. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new events were reported: abnormal bleeding, headaches, depression/anxiety and pain. The essure insertion date was updated to (B)(6) 2011. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.